Event description:
Related to (B)(4). It was reported that following the implantation of an elevate pc anterior graft the patient presented with mild de novo stress urinary incontinence, "when walking or coughing." No intervention has been performed and the event is considered continuing (not resolved) as of (B)(6) /2014. There were no further complications reported as a result of this event.